Event description:
On (B)(6) 2022, CT lucia +26 diopter lens was placed in patient's right eye. On postop day 1, it was noted that the lens was displaced. Upon examination, the lens haptic was broken off requiring an additional surgery on (B)(6) 2022 to replace the lens. On postop day 1 this was found to be.